Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant devices: percusurge (medtronic), ikazuchi balloon catheter (kaneka), shuttle sheath introducer (cook).

Manufacturer narrative:
While pushing the precise pro rx stent delivery system (sds) to the lesion, the distal end of the stent was observed partially released for 2-3mm under cine. The target lesion was right internal carotid artery with moderate calcification and heavy vessel tortuosity and a 90% stenosis. The product was properly inspected and prepped and no anomalies were noted. Approach was made from the right femoral artery. After the pre-dilatation the precise was advanced through a shuttle sheath introducer, however, it was difficult to advance the sds due to the heavy vessel tortuosity at the iliac artery, the aorta and the carotid bifurcation. While pushing the sds to the lesion, the distal end of the stent was observed partially released for 2-3mm under the cine. The sds was removed from the patient and another stent was used instead and the procedure was completed without problem. There was no adverse event and the patient is in stable condition. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
While pushing the precise pro rx stent delivery system (sds) to the lesion, the distal end of the stent was observed partially released for 2-3mm under the cine. The patient's gender and age were unknown. The target lesion was right internal carotid artery. Moderate calcification and heavy vessel tortuosity, the rate of stenosis was 90%. The product was properly inspected and prepped and no anomalies were noted. Approach was made from the right femoral artery. Percusurge (medtronic) was used in the procedure. After the pre-dilatation with ikazuchi balloon catheter (kaneka), precise was advanced through shuttle sheath introducer (cook). However, it was difficult to advance the sds due to the heavy vessel tortuosity at the iliac artery, the aorta and the carotid bifurcation. While pushing the sds to the lesion, the distal end of the stent was observed partially released for 2-3mm under the cine. Therefore, the sds was removed from the patient. Wall stent (bsj) was used instead and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition.